Event description:
A customer contacted beckman coulter inc., (bec), and reported that the probe wipe of the coulter act diff 2 analyzer was leaking fluid. The probe wipe contains blood and diluent during operation and cleaning agent at shutdown. The operator was wearing a lab coat, gloves, and goggles at the time of the event. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is a risk management plan in place at the facility. Material safety data sheet (msds) were not reviewed. There was no impact to patient results. No injury, death or change to patient treatment is associated with this event.

Manufacturer narrative:
Per labeling, coulter act diff 2 operator's guide, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. On (B)(4) 2012, a customer technical support (cts) assisted the customer in troubleshooting over the phone. The customer removed and replaced the probe wipe; however, the leak continued. The customer then removed the tubing through valve lv8, checked for a clot and refit tubing. There was still no change. On (B)(4) 2012, a field service engineer (fse) guided the customer through troubleshooting over the phone. The fse suspected the probe backwash tubing was plugged and had the customer flush out the tubing. The problem was resolved. The customer ran qc and samples to verify proper system operation. The fse shipped a replacement probe wash insert to the customer for their stock. On (B)(4) 2012, review of the service history finds no additional events have been reported from this account. The cause of the leak is attributed to a plug in the probe backwash tubing. (B)(4).